Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. E.4: the initial reporter notified the FDA on (B)(6)2024. Medwatch report # (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the customer noticed that the rubber sheath not covering the needle back up when changing tubes, causing blood to squirt out. No patient impact reported.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the customer noticed that the rubber sheath not covering the needle back up when changing tubes, causing blood to squirt out. No patient impact reported.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. Functional tests were conducted on 30 retained samples using 10 tubes per needle to assess device functionality. All samples passed the tests, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, these 30 retained samples passed another set of functional tests, confirming proper activation with no defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-mar-2025. Investigation summary: bd received 20 samples for investigation. These samples underwent functional tests using 10 tubes per needle to assess the functionality of the device. All the samples passed the tests, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, 30 retained samples were subjected to functional tests using 10 tubes per needle to assess the functionality of the device. All the samples passed the tests, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Furthermore, these 30 retained samples underwent additional functional tests. All samples passed these tests as they were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the customer noticed that the rubber sheath not covering the needle back up when changing tubes, causing blood to squirt out. No patient impact reported.